Event description:
It was reported that prior to an esophagogastrostomy dilatation (gd) procedure, catheter damage occurred. Upon opening the package of the cre 18mmx 20mm balloon dilatation catheter, the physician noted that the catheter was bent. The device was not used and another of the same device was used to complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The device was returned without the stopcock and protective sleeve. The balloon profile was in a wing-folded position and there was no evidence of use. The shaft was examined and a kink was noted at 101cm from the distal tip. A device history record (DHR) review confirms that this device met all material, assembly and performance specifications. The root cause can be attributed to handling.